Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.